Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-apr-2023 h6: investigation summary five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. Four samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2153548. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle experienced needle blocked. This the 1st of 2 related records. The following information was provided by the initial reporter: medication does not move forward in the syringe in order to be administered. This is the third incident that has been reported to me regarding mckesson needles and this particular lot number as being defective. This nurse had already inserted needle into pt¿s right arm when this happened, and medication would not move forward in the syringe in order to be administered. Removed needle and syringe from pt¿s right arm, without injury to the pt. Showed this syringe issue to another nurse here on pod 1, who mentioned that this same syringe issue might also happened to another nurse here at the clinic. The needle used was a 25g 1¿, made by mckesson, lot # 2153548, exp:05/31/2027. Removed this lot number from the med room and replaced 25g 1¿ needles from a box with a different lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle experienced needle blocked. This the 1st of 2 related records. The following information was provided by the initial reporter: medication does not move forward in the syringe in order to be administered. This is the third incident that has been reported to me regarding mckesson needles and this particular lot number as being defective. This nurse had already inserted needle into pt¿s right arm when this happened, and medication would not move forward in the syringe in order to be administered. Removed needle and syringe from pt¿s right arm, without injury to the pt. Showed this syringe issue to another nurse here on pod 1, who mentioned that this same syringe issue might also happened to another nurse here at the clinic. The needle used was a 25g 1¿, made by mckesson, lot # 2153548, exp:05/31/2027. Removed this lot number from the med room and replaced 25g 1¿ needles from a box with a different lot number.